Event description:
It was reported that the health care professional (hcp) wanted the latest reports for this pacemaker while the patient was undergoing radiation, however, the reports did not upload yet. Technical services (ts) provided troubleshooting actions and attempted to get more information from the hcp. However, the hcp declined and stated they would call back if there were any issues. The hcp was going to see the patient the day of the call. The device remains in use. No adverse patient effects were reported.